Event description:
Physician reports essure procedure was done in 2006. He experienced problems at the time of placement with tubal spasm and device detachment and went through 11 devices in order to achieve bilateral placement. There were 18 trailing coils on the left and 3 trailing coils on the right. An x-ray was done to check placement and showed 2 devices in one tube and one in the contralateral tube. This patient has had pain on the right side and wants the devices removed. Physician plans device removal and was referred to another physician for surgical consulation. Several attempts have been made to contact this physician regarding the findings and outcome of the device removal procedure; however, he has not returned our calls. Devices have not yet been rec'd for eval.

Manufacturer narrative:
Additional information may be available when the physician is reached and/or if devices are returned for evaluation.